Event description:
A customer reported a cartridge alarm 20 on their pump, which occurred both during the loading process and while pumping. There was no adverse impact to the customer's blood glucose level. The customer initially reported that they were able to reload the cartridge and resume therapy; however, the alarm recurred despite following proper loading techniques. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for returning the faulty device. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy to ensure continuity of insulin delivery.